Event description:
Related manufacturer reference number: 2017865-2025-12745. It was reported that during aveir leadless pacemaker (lp) implant procedure, the patient experienced sudden drop in blood pressure. It was elected to remove the lp system and abandon the procedure. The patient was later pronounced deceased. It was noted that the physician stated that the patient's death was not due to or related to the procedure.